Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the circular stapler did not cut. Another like device was used to complete the procedure. There were no adverse consequences reported.